Event description:
Chemotherapy in 500cc of normal saline solution to infuse at 21 cc/hr over 24 hours for six days. The infusion finished early several times. 1 hour early twice, 1 1/2 hours early, 2 hours early twice and 1 hour late once.